Event description:
It was reported that the external pulse generator (epg) was being returned for a broken connector and case. It was also reported the bail plastic, and ring cover are broken. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; one side bail cover and ring cover are broken and also the atrial output connector is broken and was removed from the device. Analysis also found the upper case, lower case, lead flex cover, and the battery drawer are broken. One side bail cover, side bail, ring bail, and one heart block screw are missing. (B)(4).